Manufacturer narrative:
Concomitant devices: 02-010-01-0330, (B)(4)- logic femoral ps cem right sz 3. 02-012-43-3040, (B)(4)- lgc tibia rbktray cem sz 3f/ 4t. 200-02-41, (B)(4), three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient experienced a washout due to infection. Patient was last known to be in stable condition following the event. The devices will not be returned due to devices were disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 4 mos postop initial rtka, the 75 y/o old male patient experienced a washout due to infection. Patient was last known to be in stable condition following the event. The devices will not be returned due to devices were disposed by hospital. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.